Manufacturer narrative:
Product complaint # (B)(4). Investigation site: cq zuchwil. Selected flow: device interaction/functional. Visual inspection: the visual investigation performed at cq zuchwil showed that the fns plate, the fns bolt as well as the fns antirotation screw present heavy surface wear. The blue anodized layer of the antirotation screw is almost completely worn away, the hole of the plate is damaged, and the bolt presents grinding marks. This wear is consistent with use (implantation/explantation). Functional test: the fns implants could be assembled as intended, demonstrating that the wear marks do not affect the performance of the devices. Bolt could properly be inserted and removed from plate. Dimensional inspection dimensional inspection is not required as functional test did not show any irregularities. In addition, dimensional inspection was performed at the time of manufacturing according to the test instructions without any non-conformities noted. Document/specification review: the manufacturing record evaluation has shown that the semi-finished parts (plate, bolt, antirotation screw) were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used (ti al6 nb7). Summary: the returned fns implant kit was examined, and the functional issue mentioned in the complaint description could not be confirmed. However, this investigation will be rated as confirmed, based on the visual appearance of the returned parts. The performed functional test did show that the fns implants could be assembled as intended, demonstrating that the wear marks do not affect the performance of the devices. The review of the production history revealed that this fns implant kit and it¿s semi-finished parts were manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criterias. A definitive root cause for the reported problem could not be determined. This complaint condition is most likely a result of high applied mechanical strain and inappropriate alignment. Picture review: the complaint description mentions a functional issue during surgery, this occurrence could not be verified from the provided pictures. It is visible that the implants show heavy wear marks. An implant kit for femoral neck system consisting of one fns plate, one fns bolt and one fns antirotation screw was returned for investigation due to functional issues during implantation of the fns implants. In addition, two locking screws were returned. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: sold product: implant kit, part: 04.168.095s, lot: 50p9444, manufacturing site: grenchen, release to warehouse date: 09 april 2020, expiry date: 01 april 2030, a manufacturing record evaluation was performed for the finished device# 04.168.095s, lot number# 50p9444 , and no non-conformances were identified. Semi finished parts: fns plate, part: 60123890, lot: 45p0910, manufacturing site: grenchen, release to warehouse date: 06 march 2020. A manufacturing record evaluation was performed for the semi finished device# 60123890 lot number # 45p0910, and no non-conformances were identified. Fns bolt, part: 60123909 lot: 46p2094 manufacturing site: grenchen release to warehouse date: 26 march 2020 a manufacturing record evaluation was performed for the semi finished device# 60123909, lot number# 46p2094, and no non-conformances were identified. Fns antirotation screw, part: 60123933 , lot: 45p3298, manufacturing site: grenchen, release to warehouse date: 04 march 2020. A manufacturing record evaluation was performed for the semi finished device # 60123933, lot number# 45p3298, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a surgery. During the surgery, tightening the jig with plate it loosens and bolt can't stay in place. When drilling for distal screw, surgeon did not take out guide wire and drill. After distal screw been take out, had advice to change another implant but surgeon want to use back. When he starts to drill for anti-rotation-screw part "c" black screw keep loosen. Then anti-rotation-screw can't advance. Then at last he decided to remove all without implant in patient when closing. The surgery was completed successfully with four (4) hours delay. There was no fragment generated. There was no patient consequence. Concomitant devices reported: unknown drill (part # unknown, lot # unknown, quantity # 1), unknown guidewire (part # unknown, lot # unknown, quantity # 1). This complaint involves five (5) devices. This report is for (1) depth gauge for small screws. This report is 1 of 1 for (B)(4).